Event description:
Patient displaying increased agitation. Multiple security officers were in the room, along with police officer and multiple nursing staff. The patient was verbally abusive towards the staff. Patient started to pull and rock on the bedside rails and he was able to break through the soft wrist restraints (bilateral soft wrist restraints started for prevention of pulling out life sustaining ivs and tubing. Patient was placed in metal handcuffs. Broken restraint was sent to the quality department.